Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "(B)(6) 2019, in (B)(6) hospital, after the induction of general anesthesia, the tube was used for 45 minutes. It was found that the airway pressure increased to 30. When the intubation was pulled out, it was found that the inner wall of the tube was uplifted and the part of the steel wire was uneven , the tube was replaced, and no harm was caused to the patient."